Manufacturer narrative:
Investigation summary - there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the tip of the bd insyte¿ IV catheter bent during the infusion. The following information was provided by the initial reporter, translated from portuguese: "peripheral access catheter showed resistance when removing from the patient and at the end of the procedure, it was observed that the tip had bent."